Event description:
It was reported that a device separation occurred. The stenosed target lesion was located in the mildly tortuous and calcified artery. A runway was selected for use. During the procedure, it was noted that the tip and shaft separated at bonding. There were no patient complications reported post procedure.

Event description:
It was reported that a device separation occurred. The stenosed target lesion was located in the mildly tortuous and calcified artery. A runway was selected for use. During the procedure, it was noted that the tip and shaft separated at bonding. There were no patient complications reported post procedure. It was further reported that the target lesion was right coronary artery. The procedure was completed with the original device. Upon completion of the procedure, when the device was removed this complication was noticed.